Manufacturer narrative:
(B)(4). Results of investigation: at this time, carefusion has not received the device in house. Once additional information becomes available, carefusion will submit a follow up medwatch form.

Event description:
The customer reported that the power manager for the sprintpack needs the bottom wire replaced. There was no harm to the patient, but the patient required manual ventilation for 10 minutes. Carefusion is reporting this event due to medical intervention being performed.